Event description:
The customer stated the cell-dyn sapphire circuit breaker went off and smoke was seen coming from the instrument. The customer unplugged the cell-dyn and observed smoke and a burnt odor appearing from the power distribution box installed under the instrument bench. A leak from the reagent reservoir area, onto the instrument, onto the bench, then onto the power distribution box was found to be the cause. The cell-dyn sapphire wbc pre-heater had been damaged by the drip and was replaced to restore the analyzer to specification. The diluent reagent reservoir check valve clamp was reshaped to stop the leak of fluid. There was no adverse impact to patient management reported. There was no injury to personnel reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No material was available for return. The reagent leak was addressed to resolve the issue. No adverse trend was identified. Labeling was reviewed and found to be adequate. No product deficiency was identified.